Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Drive stalls were observed in the download data, contributing to an 0x5c hazard alarm, indicating that the open count was too low at the end of first prime. The pod was reran, and the hook talons were observed failing to detent the ratchet gear. This is confirmed as the rerun data showed a constant drive stall. No damages were observed that would contribute to the failure to detent. A failure to detent of the ratchet gear was observed during rerun, however since this failure mode differs from that seen in the original data, it cannot be conclusively determined if the issues that caused the failure to detent contributed to the original drive stall. The exact cause of the high pulse widths, drive stall could not be conclusively determined.